Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported the following incident occurred in the recovery surgery unit: a few days after this type of catheter was in place, the waveform turned into a flat line and stopped giving instant reading of the pt's bp. Furthermore it was difficult to take blood samples for hemoglycotests.